Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system was going to be explanted due to infection and vegetation. However, upon induction of anesthesia the patient died and the system was not removed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.